Event description:
The nurse was purging air out of the syringe when a blood squirted out of the vtc (vented tip-cap). There was no blood spillage on any person.

Manufacturer narrative:
The sampler has been returned. A follow-up report will be submitted when the investigation is completed.